Event description:
Techs in our IV room raised concerns about the accuracy of newly purchased henry schein brand 60ml syringes. They had an incident with 50ml vial that did not reach the 48ml demarcation when drawn up. I dug into the issue myself and performed an experiment, and the syringe was over by 1 ml at different drawn up volumes using a graduated cylinder, whereas our usual brand of syringes were right on the dot. Multiple different henry schein 60 ml syringes were tested, and we found that all syringes were off by some amount, both with similar and different lot numbers. Between all tests, the syringes were generally off by 1-3ml, and there seems to be no consistency between syringes in how much it is off by. The company has been contacted and an incident form was filled out, but no response has been received. (B)(6), access number: (B)(4).